Event description:
Related manufacturer reference number: 3006705815-2023-05063, 3006705815-2023-05064. It was reported that ipg site erosion was noted during an unrelated surgery. The leads also appeared to have migrated, causing ineffective therapy. In turn, surgical intervention was undertaken wherein the system was explanted and replaced, resolving all issues.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The patient had a fall. The ipg was replaced due to erosion and the leads were replaced due to lead migration. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.